Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Evaluation statement: the actual device was returned for evaluation; however, the customer's complaint that the footswitch would not sync could not be duplicated. Multiple attempts to duplicate the complaint were made, and no problems were found. The generator that was used was also sent in; and the complaint could not be duplicated on the generator either. There was minor discoloring of the housing, and minor scratches on the base plate; however, there was no repair needed. Performed service bulletin. Following evaluation, the unit passed all diagnostic and functional testing. Further a review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep the vapr vue generator and wireless footswitch would not sync with each other or other vapr vue generators or wireless footswitches; and would power off intermittently prior to the start of rotator cuff repair surgical procedure. A second vapr vue generator and wireless footswitch were used to complete the case wtih no consequence to the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: could not duplicate the customer's complaint that the footswitch would not sync. Multiple attempts to duplicate the complaint were made, and no problems were found. The generator that was used was also sent in under chats ID, and the complaint could not be duplicated on the generator either. There was minor discoloring of the housing, and minor scratches on the base plate; no repair is needed. Performed service bulletin . Following evaluation, the unit passed all diagnostic and functional testing. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed further a review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: could not duplicate the customer's complaint that the footswitch would not sync. Multiple attempts to duplicate the complaint were made, and no problems were found. The generator that was used was also sent in under chats ,and the complaint could not be duplicated on the generator either. There was minor discoloring of the housing, and minor scratches on the base plate; no repair is needed. Performed service bulletin following evaluation, the unit passed all diagnostic and functional testing. Further a review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.